Event description:
There was noise on the electrograms. The handle was replaced, and tried changing the ground. Neither of these fixed the problem. Next they tried replacing the lasso catheter, and the noise on the electrograms was gone. No harm occurred to the patient.